Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for evaluation. The returned device was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears typical but used. Biological material is present on the jaws of the device. No other defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed by attempting to load clips in the jaws of the device by engaging the trigger. Upon trigger engagement, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. Upon full engagement of the trigger, one clip was moved forward into the jaws. However, the bosses of the clips did not engage into the jaws of the device. A clip could not be properly loaded or applied. A second attempt was made with the same results. Further examination of the jaws revealed that the top jaw appears to be tight in its assembly. The device was disassembled to check for proper assembly. All parts were confirmed to be properly assembled. However, upon removal of the top jaw it was confirmed that the legs of the jaws are slightly bent. No other defects or anomalies were observed. The device was received with 7 clips other remarks: remaining in the channel indicating that 8 clips were fired by the end user. The IFU for this product was reviewed as a part of this complaint investigation. The IFU indicates, "always check the alignment of the applier jaws before use otherwise patient injury may occur." The IFU also instructs the user to visually ensure the clip is positioned in the jaws prior to inserting the applier down the cannula. A corrective action is not required at this time as a potential cause could not be determined. The applier was confirmed to be unable to properly load clips. However, the device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The top jaw was confirmed to be damaged. However it is unknown at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. The reported complaint of clips not seating in the jaws was confirmed based upon the sample received. The applier was confirmed to be unable to properly load clips as a result of a damaged top jaw. However, the device was received with 7 clips remaining in the channel indicating that the end user fired 8 clips. The top jaw was confirmed to be damaged. However it is unknown at what point the jaws were damaged. All autoendo5 devices are 100% inspected for proper clip load and closure at the time of manufacturing. It is unlikely that this type of damage would have been present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined. No further action will be taken.

Event description:
The doctor was using the automatic endo5 hemolok ml in a laparoscopic cholecystectomy. After firing the first clip and attempting to advance the next clip into the jaws of the applier the advancing clip bosses would not seat into the jaws. The physician attempted to advance the next clip and experienced the same issue. Before replacing the device he test fired the device over the table and was successful at loading and firing the next two clips. The physician reinserted the device into the patient through the trocar and attempted to advance another clip into the jaws but it failed to properly advance into the jaws, repeating the previous failed advanced clips. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600055 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The doctor was using the automatic endo5 hemolok ml in a laparoscopic cholecystectomy. After firing the first clip and attempting to advance the next clip into the jaws of the applier the advancing clip bosses would not seat into the jaws. The physician attempted to advance the next clip and experienced the same issue. Before replacing the device he test fired the device over the table and was successful at loading and firing the next two clips. The physician reinserted the device into the patient through the trocar and attempted to advance another clip into the jaws but it failed to properly advance into the jaws, repeating the previous failed advanced clips. The patient's condition was reported as fine.